Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. The patient was taken to the emergency room and had the insertion site lanced. Antibiotics were prescribed for further treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.